Event description:
Healthcare professional reported right-side "mild gel bleed with no frank rupture¿ observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported right-side "mild gel bleed with no frank rupture¿ observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ gel bleed: unable to observe as it is a medical event not related to the device. Additional observations: ¿ stress marks observed on the device. ¿ wear abrasion and crease fold observed on the device. ¿ observed an opening on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d9, h3, h6.